Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation and downloaded the devices electronic records. Upon review of the electronic records, physio verified that the device shutdown during use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself five (5) times during an event. The patient, an (B)(6) male, was experiencing chest pains and the device was being used to monitoring EKG. Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The customer advised that a third party usb data cable was connected to the device during the reported loss of power. The customer did not return the third party usb data cable that had been used during the reported event for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered off by itself five (5) times during an event. The patient, an (B)(6) male, was experiencing chest pains and the device was being used to monitoring EKG. Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.